Event description:
About 5 months ago, the hospital switched from alaris extension sets to maxplus extension sets. They were using alaris set model 20051e. Since the switch they have been experiencing a significant amount house wide (all departments) slip out of the luer from the angiocath causing leaks and loss of lines. Clinical education was provided regarding proper insertion of the luer into the hub of the angio, but even with the education and nurses insisting they are providing the press fit as instructed, the luer will eventually wiggle out of the hub. They did not experience luer slipping out with the alaris set. They are going to switch back to the alaris set 20051e. No event sets were saved. There was no patient harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
Manufacturer¿s report date: (B)(4) 2012. Internal file no: (B)(4). The customer stated the set has been discarded and is not available for failure investigation.